Event description:
A pt developed an infection 20 days following surgery. Surgeon opines it may be community acquired staph aureus infection or from commencal flora on skin. Pt was returned to the or for surgical removal of the implanted mesh and received antibiotics.